Manufacturer narrative:
H6: the real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, therefore visual and functional inspections could not be performed. Log files of the case were provided and confirmed the tibia bone model generation error. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. The most likely cause of the tibia bone model generation error is a known software bug associated with the bone mesh generation. Refer to the real intelligence cori for knee arthroplasty user manual for data point collection, including tibia free collection. If a collection error occurs, a message displays, reporting the specific error to the user, and providing instruction for solution. Most indications require clearing the message from the screen, by pressing ok, and performing the steps again to re-collect. As part of corrective actions, this issue has been corrected and released in cori-v1.4.3 software.

Event description:
It was reported that, during a cori tka procedure, they received a bone model generation error on the tibia four times. The procedure was successfully completed with delay fewer than 30 minutes using the same device (they added points, subtracted points, and added points again). No patient injury or other complications were reported.